Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting, the physician encountered difficulty cutting through the hub. Once through the hub, the inner catheter broke in half and the remaining inner portion was left on the lead. No patient complications have been reported as a result of this event.